Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested to have transmitter checked due to having a high of 400 mg/dl and fifteen minutes later, had blood glucose of 82 mg/dl. After funcitonal check, it was found that transmitter was functioning as designed. Customer was advised to call when issue occurs.